Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept losing telemetry when tests were ran on leads through the device although there were multiple bars. It was noted that the stylus did not select what was clicked on. The product has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of out of specification display overlay and intermittent radio frequency telemetry. It was noted that the power cord bay, left and right rail covers, media door bay and the keyboard latch were broken. The power supply was damaged, the lower case was worn out, the handle covers were cracked and the display flickers due to corrosion. The device was scrapped due to excessive corrosion behind the liquid crystal display (lcd) and in the main case. If information is provided in the future, a supplemental report will be issued.